Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the instrument was stuck on screw and had a difficult time to remove. There was a fragment are left into the patient. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) unknown screws. This report is 1 of 1 for (B)(4).

Event description:
This is report 2 of 2 for (B)(4).